Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: during investigation, a visual inspection of the pump showed no damage or cracks in the display screen. During testing, the display screen functioned properly. The complaint of a damaged display was not duplicated. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. It could not be determined whether the patient was able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.